Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post-implantation due to unknown reasons . This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted.